Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) device. Visual and functional evaluation noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during the gastric sleeve laparoscopic procedure, the stapler fired partially then stopped about a 4th of the way on first firing near the pylorus using a 60 black trs reload . The staple line was incomplete at distal. In order to fix the staple line they retracted the knife blade and cut the remaining trs then finished the case with a manual handle. A reinforcement material was used in conjunction with the stapling device. The patient is alive and has no injury.